Manufacturer narrative:
Additional information: lesion was reported to be very calcified. The device was inspected before use, with no issues noted. No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the protective sheath, with no issues noted. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent or cell of a stent. Resistance was noted advancing the device to the lesion. It was reported that the device could not cross the lesion. Deployment was not attempted. When the device was being pulled out the stent came off the delivery system. Event date and implant date - month and year valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a lesion. It was reported that the stent dislodged from delivery system during the implantation process. Equipment was disposed of but the stent remained in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.